Event description:
The user facility reported that the device overheated. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Although requested, no information was available regarding how the issue was noticed.